Manufacturer narrative:
Concomitant products: carto 3 system, model #: m-4800-01, serial#: (B)(4). Stockert generator, model #: m-5463-01, serial#: (B)(4). Coolflow pump model #: m-5491-02 serial#: (B)(4). (B)(4).

Event description:
It was reported that during the atrial fibrillation (afib) procedure, the patient's blood pressure dropped. An intracardiac echocardiography (ice) confirmed a perforation. A pericardiocentesis was performed. It was unknown the amount of fluid that was removed. The patient was stabilized. Additional information was requested, but no additional information has been received.

Manufacturer narrative:
(B)(4). It was reported that during the atrial fibrillation (afib) procedure, the patient's blood pressure dropped. An intracardiac echocardiography (ice) confirmed a perforation. A pericardiocentesis was performed. It was unknown the amount of fluid that was removed. The patient was stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for irrigation test and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. A deflection test was also performed and the catheter passed. Finally, catheter was tested for electrical performance and thermal sensor response and the catheter failed the thermocouple test. Further investigation revealed that the thermocouple wires were shorting inside the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on temperature test, but the root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.